Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 32 mm annuloplasty band, the band was replaced with a 29 mm band. It is unknown why the band was replaced. No adverse patient effects were reported.